Event description:
--

Event description:
Boston scientific received information that a latitude red alert was received from this system due to high shocking impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received information that this patient was brought into the clinic for testing and shocking impedance testing noted measurements between 55-59 ohms. The clinic staff noted exacerbation of heart failure. The patient was then hospitalized last week due to exacerbation of heart failure and the patient had multiple premature ventricular contractions (pvc's) and premature atrial contractions (pac's). The device was checked prior to discharge and normal shock impedance measurements were noted as well as all other lead diagnostics. However, after the patient returned home, another red alert was received. The clinic reports no noise on the shock channel during pocket manipulation and isometrics. A chest x-ray was negative for any obvious lead structural issues. A boston scientific technical services consultant discussed the possibility of the exacerbation of heart failure causing the out of range measurement. The consultant suggested performing a 1.1 joule shock and a 41 joule commanded synched shock and to follow this patient more frequently via latitude. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
A boston scientific technical services consultant discussed the daily measurements and troubleshooting to performed. There were no events in the logbook at the time of the out of range measurement and no noise observed. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Subsequently, boston scientific received information that this patient's clinic contacted boston scientific's medical records to report that this patient had died in (B)(6) 2013. There were no allegation that the prior product experience caused or contributed to the patient's death. According to the local representative, the documented cause of death was listed as heart failure and no autopsy was performed. The physician believed that the prior product experience (high shock impedance) in (B)(6) 2013 was the result of heart failure and tissue interface changes. The local representative confirmed that prior to the patient's death, a 1.1 joules and maximum energy shock test were not performed. A boston scientific representative was not notified that this patient had died and there was no request for a save-to-disk post-mortem. The device is not available for return to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.